Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator, right ventricular defibrillation lead, and left ventricular lead was admitted to the hospital with septic shock due to an infection at the pocket site. The entire system was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted system was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.